Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and educated the customer to always wait for prompts from the tandem mobi mobile app before removing or loading cartridges. The customer removed the cartridge, delivered a 9-unit bolus, which completed successfully, and was able to reload the original cartridge, allowing them to resume insulin therapy. The issue was resolved.